Event description:
According to the literature, a retrospective study analyzed the outcomes of the vaginal approach and laparoscopy in transgender men undergoing hysterectomy between may 2017 and june 2020. In the vaginal approach, ligasure was used to perform bilateral salpingo-oopherectomy. Ligasure was used in the laparoscopy group but it is not specified how the device was used. There were 45 patients in each group and there was one complication in each group: bladder injury (vaginal group) and postoperative bleeding (laparoscopy group). The patient with bladder injury required conversion to open procedure to resolve the issue. The patient with postoperative bleeding required reoperation on post-op day 4.

Manufacturer narrative:
Title: vaginal approach versus laparoscopy for hysterectomy in transgender men source: journal of gynecology obstetrics and human reproduction 51 (2022) 102286 accepted 6 december 2021. If information is provided in the future, a supplemental report will be issued.